Manufacturer narrative:
H10: h2: additional information: h6: health effect - impact code. H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were not returned. The actuator is in the pre-t1/post-t2 position. A functional evaluation was performed on the returned device and found it cycles as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states the t anchor implants are implantable, so biocompatibility is not an issue. The patient impact beyond local irritation/discomfort, and/or migration cannot be determined. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include inadvertently bending of the needle/overmold assembly or failure to fully actuate the device during implantation. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference case-(B)(4).

Event description:
It was reported that during an arthroscopy and after deploying t1, the fast-fix 360´s t2 implant failed to deploy. The t1 implant was left secured in the patient. The procedure was completed with a competitor device. There was a surgical delay of 3 minutes and no further complications were reported.